Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient reported having a little trouble. The patient stated that during the first 2¿3 weeks after implantation, the device worked great, and they were only getting up once a night, to go to the bathroom. The patient mentioned they had difficulty after the procedure because the incision opened up, resulting in a staph infection, and after the infection, their symptoms returned. The patient stated that they are now healed from the infection. The agent reviewed with the patient that this is the first adjustment, patient mentioned that after they increased the stimulation this morning their symptoms got worse. The agent showed patient how to change the program. The patient was redirected to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
B2: infection b3: event date is month/year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.